Event description:
It was reported that pump experienced cartridge alarm 20, and caller also reported cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, instructed customer to place old pump in storage mode, return it within 10 days using provided ups materials, and then program pump settings and reconnect continuous glucose monitor on replacement device.